Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During an atrial fibrillation procedure, a cardiac tamponade occurred which required a pericardiocentesis to stabilize the patient. During the transseptal puncture in the right atrium, the patient's blood pressure was noted to be low. An echocardiogram was done which revealed a cardiac tamponade. A pericardiocentesis was performed to stabilize the patient and the patient was transferred to the ICU for follow up. There are no alleged performance issues with any abbott device.